Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level (value not provided). Reportedly, the customer required assistance from contact to treat bg level via consumption of carbohydrates. There was no additional information regarding the reported issue.